Event description:
It was reported that within approximately a week of implant there was a right ventricular (rv) lead warning and thresholds had increased and were high. It was noted that the chest x-ray showed the lead position was unchanged from after implant. The pacing mode was reprogrammed to aai and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.